Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of an unspecified central line. The unspecified guide wire unraveled during placement. No further event or patient information was provided. Additional information to identify the product and patient details was requested.

Manufacturer narrative:
Additional information: received 22june2017: adverse event/product problem: "after placing the catheter and trying to remove the wire from the catheter, the wire was difficult to remove and then unraveled in patient as additional attempts to remove the wire were made. Patient transferred to ir for removal of wire and line. New line placed later when returned to picu." (B)(4). Corrected information: product code: dqx. Investigation - evaluation. A review of drawings, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. In addition, the complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. There is no definitive evidence that the device was not manufactured to current manufacturing specifications. The IFU for PICC lines states "slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over "j" portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10 cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel." Also, it states "withdrawal of wire guide through needle should be avoided; breakage may result." Based on the provided information, no product returned, and the investigation results, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.